Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported measurements from different patients appeared under one patient name. The newly created patient had measurements included from another patient. The measurements were completed and there was no harm to the patient.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. According to the information from clinical applications specialist (cas) there were no further problems with the database after the field service engineer (fse) had set the settings at the server and replaced the ups (uninterruptible power supply). Most probably the unstable electricity affected the server data settings. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).